Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number h13e10102 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was reported that the cause of the peritonitis was due to an episode of gastritis the patient was experiencing around the same time. Treatment for the peritonitis was not reported. The patient was discharged from the hospital but later readmitted for the gastritis. The patient was treated with unspecified antibiotics for the gastritis and discharged from the hospital. The patient was recovering from the events. No additional information is available at this time.